Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003. A request was made to have data from this device analyzed. Data analysis low voltage fault and that this device power consumption was began dropping in a rapid and irregular fashion. Additionally, this device exhibited premature battery depletion (pbd). Device replacement was recommended. To date, this device remains in service. No adverse patient effects were reported. Additional information was received that this ICD exhibited a code 1007 indicative of charge time exceeding limitations along with explant indicator being declared. The dates that were provided for the fault and the explant indicator were mismatched. Device replacement was recommended, however the patient elected to note have it replaced. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003. A request was made to have data from this device analyzed. Data analysis low voltage fault and that this device power consumption was began dropping in a rapid and irregular fashion. Additionally, this device exhibited premature battery depletion (pbd). Device replacement was recommended. To date, this device remains in service. No adverse patient effects were reported.